Event description:
It was reported that the customer found a hair caught across the two devices prior to opening the package. No patient injury was reported.

Manufacturer narrative:
No additional information was received. Two (2) unused samples in its original package were returned for investigation. Returned sample was visually inspected; the reported issue was confirmed since a long hair (biological contamination) was found inside the unopened pouches. Investigation of the issue revealed that the area where the plastic film was placed was not clean enough and the machine was very close to an aisle where personnel come and go to the transfer room. A hair from the floor, pulled probably by the static energy generated by the plastic, and due to the lack of cleaning of the cabin and acrylic protection might have been cause a hair ending in pouch as picture of returned product refers. Procedures for cleaning were improved and personnel was trained, making special emphasis of cleaning activities. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).